Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3389-40, lot# l86512, implanted: (B)(6) 2000, product type: lead. Product ID: 3389-40, lot# l86322, implanted: (B)(6) 2000, product type: lead. Product ID: 7495-51, serial# (B)(4), implanted: (B)(6) 2000, product type: extension. Product ID: 7482a51, serial# (B)(6), implanted: (B)(6) 2007, product type: extension.

Event description:
The healthcare provider (hcp) reported premature elective replacement indicator (eri) and the battery measurement was 2.79 volts. This had not crossed the threshold of 2.60 volts, which would typically prompt this reading. The eri was seen on (B)(6) 2016 by the patient at home, so he returned for urgent follow-up. The patient did not typically turn off the implantable neurostimulator (ins) due to a return of symptoms and he had falls often. He had not been turning his ins on and off since his last visit to the hcp. He had been implanted for less than one year and based on the settings the battery should be lasting two and a half years. The left side impedances were ok, but some on the right side were not. The combination of case & (B)(4) was greater than 4,000 ohms and (B)(4) was a short circuit. The patient was not programmed to either combination. With left head rotation and neck extension, the low impedance resolved and the high impedance persisted. With all other head positions, the impedance issues persisted. It was noted that the patient was a persistent faller and this could be related to the issue. The hcp stated that there was probable hardware malfunction with current leak, which was position dependent in the right electrode. It was most suspicious for lead extension failure. He could not recall any particular injury to the neck. The hcp later reported that the lead extension was going to be replaced. The patient needed probable exploratory hardware evaluation. The patient noted increasing dystonia on his left hemibody, which predated the replacement of his battery and had been gradual. Overall he felt he had non-medication-dependent increases and freezing of gait and instability that occurred independent of the timing of his dosing. He was not expressing any disabling dyskinesia. There had been no medication changes on his own since he was last seen by the hcp. The patient denied any awareness of a sense of electrical sensations in the regions of his hardware. There was no identified variability in function relative to head or body position. The hcp made no changes to the patient's programming; they would await hardware revision before attempting to improve the patient's left-sided dystonia and gait function. The patient's indication(s) for use were parkinson's dual.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.